Event description:
Per the clinic, the patient experienced a post-operative infection at incision site and subsequently was treated with oral antibiotics (specific date and duration not reported). The device also was explanted on (B)(6) 2024, and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on april 30, 2024.